Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds approximately five days after the implant of the lead. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2014 (B)(6); 62725 adaptor implanted: 2014 (B)(6); (B)(4) crt-d implanted: 2014 (B)(6) (B)(4).